Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, forty-five (45) retention samples were visually evaluated for dry additive appearance, and eight (8) samples were functionally evaluated via titration for edta content with all samples tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd minidraw¿ h&h capillary blood collection tube, 1 sample was clotted. The sample was recollected if the patient agreed. There was no other health impact or consequences reported.

Event description:
Patient 2 of 2: it was reported while using bd minidraw¿ h&h capillary blood collection tube, 1 sample was clotted. The sample was recollected if the patient agreed. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.